Manufacturer narrative:
(B)(4), no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301538 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Based on the information submitted, following an impella removal an 18f manta was used and the plug didn't advance into the dilator pass the membrane. The arteriotomy size is unknown, with a depth measurement of 4cm + 1cm. The manta was deployed to the measured depth, however, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance and was unable to push the bypass tube through the hemostatic valve and connect the closure handle to the sheath hub. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements state the manta closure must be deployed using the manta sheath provided in the manta package, do not substitute any other sheath. Further investigation of this complaint is associated with the CAPA previously opened under teleflex quality system to address this issue. The der process will continue to monitor for any similar events.

Event description:
I had two manta 18f vascular closure devices, failed upon deployment. The plug didn't advance into the dilator pass the membrane. Additional information: during a percutaneous ventricular assist device removal case. When attempting to close the right common femoral artery with the manta device the collagen plug wouldn't advance thru sheath. Measured depth for the manta was 4+1. Two devices wouldn't advance, 3rd one did. There was no reported patient harm or consequence. Associated complaints 3010252479-2024-00041 and 3010252479-2024-00040.

Manufacturer narrative:
(B)(4)

Event description:
I had two manta 18f vascular closure devices, failed upon deployment. The plug didn't advance into the dilator pass the membrane. Additional information: during a percutaneous ventricular assist device removal case. When attempting to close the right common femoral artery with the manta device the collagen plug wouldn't advance thru sheath. Measured depth for the manta was 4+1. Two devices wouldn't advance, 3rd one did. There was no reported patient harm or consequence. Associated complaints 3010252479-2024-00040.